Manufacturer narrative:
Manufacturing review: a manufacturing review was conducted. The lot met all release criteria. Visual/functional evaluation: the sample was bloody. The sample was returned with the arrow visible in the ready window, thus indicating the device was in the "ready to fire state" with the stylet and cannula retracted (primed). There were no visual anomalies noted on the device. The firing trigger was pressed and both the cannula and stylet advanced. The sample was functionally tested by twisting the rotational knob once and the cannula retracted and locked into place. The rotational knob was rotated again to fully prime the device. However, the cannula released after priming the stylet, resulting in the stylet remaining primed with the cannula in the initial position. Thus confirming the investigation for self activation. The device was disassembled and the internal parts were inspected. Image/medical record review: no images/medical records were provided. Conclusion: the investigation is confirmed for self-activation, as the returned device self-activated during functional testing. However, the investigation is inconclusive for failure to fire, as the device could not be functionally tested due to the self-activation. The definitive root cause could not be determined based upon available information. It is unknown whether procedural issues contributed to the reported event labeling review: the current IFU (instructions for use) states: warnings: note: if collecting multiple samples, inspect the needle for a damaged point, bent shaft or other imperfections after each sample is collected. Do not use the needle if any imperfection is noted. Precautions: never test the product by firing into the air. Damage may occur to the needle/cannula tip and/or patient/user injury. Before using, inspect the needle for damaged point, bent shaft or other imperfections that would prevent proper function. If the needle components are damaged or bent, do not use. Unusual force applied to the stylet or unusual resistance against the stylet while extended out of the supportive cannula may cause the stylet to bend at the specimen notch. A bent specimen notch may interfere with the needle function. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that prior to an ultrasound guided breast biopsy, the biopsy instrument was primed successfully; however, firing the device was allegedly difficult. Another device was used to perform the procedure. There was no reported patient involvement.